Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this device was implanted in a pt who was treated later that day for a pericardial effusion and passed away later that night. A boston scientific field rep reported there were no allegations against the device by the implanting physician. An official cause of death has not been determined, but the pt's health care providers felt contributing factors were the pt's advanced age and medical condition prior to and during the procedure (the pt presented for the surgery with a fast heart rate and low blood pressure, and was given significant sedation during the case) and the possibility of the effusion being present prior to the surgery, as there was no observed decrease in oxygen levels during the implant procedure. Following implant, the pt was put on beta blockers. An echocardiogram performed that evening indicated the pericardial effusion, which led to 450 cubic centimeters of blood being drained from the site. The pt passed away later that night. This investigation will be updated, should add'l info be provided.